Manufacturer narrative:
This report is submitted on july 08, 2022.

Event description:
Per the clinic, the patient experienced skin overgrowth over abutment site and subsequently was treated with oral antibiotics (specific date and duration not reported).

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022, in order to exchange to a longer abutment. This report is submitted on august 24, 2022.